Manufacturer narrative:
The actual attachment device was received and evaluated. (B)(4) completed an evaluation of the device and the reported condition of overheating was confirmed. Findings suggest that this event was due to usage wear over time. If additional information should become available, a supplemental report will be sent accordingly.

Event description:
It was reported that during a surgical procedure it was observed that the motordevice was overheating. The planned surgical procedure was completed without delay as an identical spare device was available for use. No patient harm, adverse outcome or injury was alleged. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.